Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured between march 30, 2020 to march 31, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name - (B)(6) general hospital. Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 48 hours; however, the actual medication delivery exceeded 72 hours. The device was filled with 0.9% normal saline and fluorouracil with total perfusion of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.